Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 500 mg/dl and a correction bolus was delivered to address the bg level. As the customer was not familiar with the new loading sequence, it took longer to load the cartridge. The customer did not allege any pump deficiencies. The customer declined tandem technical support's offer to troubleshoot.